Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient stated they had the implant for their bladder and bowel. Patient reported that for the last several weeks, they felt a pressure and when they needed to go to the bathroom, they could not wait and would start to urinate before the time to get to the bathroom. Patient said they did not feel like they had a bladder infection, and that they had been taking a lot of cranberry juice. Patient confirmed that they did not currently have a bladder infection. Patient added that their bowel was well controlled but was looking for assistance with the manufacturer on what to do next. Patient stated that prior to the report, they had tried to increase stimulation for their implant but when patient increased the stimulation from 1.2v to 1.5v, they felt more pressure, so they decreased back to 1.2v. Patient reported that they thought the implant stimulation was causing the pressure. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. Patient reported their stimulation was at 1.2v on program 2. Patient reported that their health care professional (hcp) had already changed stimulation in december because patient had some bowel problems a week or two ago. Patient confirmed again that their bowels were well controlled right now under their current settings. Patient also mentioned that they did not have any problems with pressure under the other program they were on before, that is before the hcp switched them over. It was noted that patient was feeling stimulation in the correct area. Expectations with feeling stimulation were reviewed and that patient could change programs of they would like. Patient said they would and asked to get help with adjusting to program 3. The requested information was reviewed and patient confirmed they were successful with switching. Patient adjusted the stimulation under program 3 to 1.2v and confirmed that they could feel stimulation in their left butt cheek. Patient was advised to review any directions previously provided by the hcp and it was reviewed that it takes time for the body to respond to therapy. Therapy expectations were reviewed at 50% reduction in symptoms. Patient was redirected to hcp if problem did not resolve and also if they had continued concerns on symptoms. Patient mentioned they had not spoken to their hcp about the current symptoms because the last time patient spoke to their hcp, he asked the patient to call the manufacturer first. No further patient complications were reported/ anticipated as a result of this event. Follow-up with the patient indicated that the urinary incontinence started on (B)(6) 2017 and while switching to program 3 did not resolve the incontinence the patient was working with their healthcare provider (hcp) to resolve the issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to their sudden incontinence began after the setting was changed to ¿level 2 from level 1¿. The sudden incontinence issue had not been resolved. It was noted that the gynecologist had the patient using premarin cream (which had been discontinued). The patient stated they felt a pressure as if they had a bladder infection but did not have one. There were no further complications reported or anticipated.